Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced atrial fibrillation (af) with rapid ventricular response which required multiple cardioversions. Rare right ventricular (rv) lead undersensing was also noted on some stored electrograms (egm). The rv lead remains in use. No further patient complications have been reported as a result of this event.